Event description:
The surgeon reported the forceps were placed in the trocar and then would not release the shaft and both came out together. Additional information received from the surgeon stated he made an additional entry into the eye for the second trocar and completed the case. The surgeon stated the patient was doing very well post op with no problems. No patient injury was reported.

Manufacturer narrative:
Samples have been received for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 03/04/2009.